Event description:
It was reported that the insulin gauge displayed an amount different than expected, specifically a fill estimate issue where the current fill estimate was 11 units instead of the expected 100 units. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in reloading a cartridge and was successfully guided through using proper techniques to fill and load a new cartridge onto the pump, resolving the issue.